Manufacturer narrative:
Product not available.

Event description:
It was reported that during a surgical procedure at the user facility the device caused a superficial burn below the lower lft lip of the patient of about dime size. There was no delay, no medical intervention, no adverse consequences to the patient reported. The patient did have a scab upon follow-up with the dentist.